Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance. (Valid range: 2435 to 4075 counts) (actual: 2434 counts) followed by a log entry for low battery alarm raised. This low battery occurs after the delivery failure, which is fault due to the battery. The root cause for this report was smart battery: delivery failure alarm for low voltage followed by low battery alarm.. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00002).

Event description:
On (B)(6) 2016 a company internal employee, while reviewing service logs as part of routine review, identified a delivery failure alarm followed by a low battery alarm with inomax dsir (B)(4). No patient impact was reported, as this was not reported by the user of the device or by the facility. This is being reported as it is considered a reportable malfunction.